Event description:
It was reported that multiple intermittent cartridge alarms occurred during insulin delivery. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to manual injections for insulin therapy.